Event description:
Pt with cervical surgery one year prior, had improvement noted in the beginning but had pain return. Pt and surgeon decided to proceed with disc removal and fusion. Surgeon found the polyethylene had popped out of the disc upon inspection post operatively.